Manufacturer narrative:
Findings: broken battery cap, missing battery cap o-ring, cracked display window, broken battery tube threads, cracked reservoir window and missing endcap sticker noted during visual inspection. Intermittent button response due to corroded keypad traces. Motor error alarmed during rewind due to corroded motor home switch. Moisture damage noted on electronic assembly during visual inspection. Pump was monitored. No blank display anomaly noted. All operating currents tested within spec range.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture from sweating on the device after working out. The customer had a blood glucose level was 242 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.